Event description:
(B)(4). Had hysterectomy (B)(6) 2016. Almost all the problems have disappeared, no more chronic pelvic pain, no more hives, clearer mind, no more incontinence, and after years of uncontrolled weight gain, I am finally losing weight with no changes to my eating habits. I am certain essure caused all my health problems, because with it gone, I'm 100% healthier.

Event description:
(B)(4). Started breaking out in hives from head to toe. Abdominal pain, uncontrolled weight gain, painful intercourse, and chronic fatigue.

Event description:
(B)(4). I've recently developed incontinence, and due to the chronic pelvic pain I am now looking at a hysterectomy.